Manufacturer narrative:
Investigation findings: items returned for evaluation: delivery system(pusher). Web implant. Items not returned for evaluation: introducer. Dispenser hoop. Microcatheter. Controller. The web implant was returned still attached to the pusher for analysis and found to be within visual and dimensional specifications, but the hypotube was kinked at the proximal section, and the pusher was broken at the hypotube-connector junction. Continuity and resistance testing was unable to be performed due to the broken condition of the pusher. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. However, the heater coil was observed to be damaged with the black lead wire broken at the distal solder joint. Investigation conclusion: the investigation of the returned web system found the hypotube kinked at the proximal section, and the pusher broken at the hypotube to connector junction. The broken condition of the pusher is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the pusher breaking. Further inspection of the pusher found the pusher's heater coil damaged with the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web embolization device was used in an unspecified procedure. Reportedly, the device could not be detached with the use of a detachment controller. There was no report of harm or injury to patient. Additional information has been requested.